Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to failed drawer controllers in half height drawers 5.1 and 5.2, which also caused failure of the pyxis bus module controller. A field service engineer (fse) replaced the pyxis bus module controller and both drawer controllers. The fse rebooted the station, recovered and reconfigured the storage space, and verified functionality by testing in diagnostic mode. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely down and did not power on. It had been unplugged and plugged back in, and the power switch was turned off and on, but the system did not come up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.